Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving morphine 25 mg/ml at 14.228 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported the pump was replaced on (B)(6) 2016, due to normal longevity. During the procedure, the hcp could not aspirate the catheter. The hcp decided to do a back table prime and replaced the proximal portion of the catheter. It was noted the hcp did not try to aspirate from the catheter access port (cap) once the catheter was connected. The patient was not having any issues prior to the replacement, so they felt the rest of the catheter should be okay. It was further reported that the patient was not feeling well right before she was taken to surgery. Additional information requested regarding the cause for the inability to aspirate the catheter and diagnostics performed related to the patient not feeling well right before surgery, but was not available at the time of this report. If additional information is received, a follow-up report will be sent.